Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer remotely troubleshoot the au5800 chemistry analyzer. The issue was not resolved over the phone and service was requested. A field service engineer (fse) was dispatched to the customer to evaluate the analyzer. The fse inspected the analyzer and determined multiple hardware malfunctioned. The fse cleaned the ise (ion selective electrode) module, replaced two (2) buffer valves and a three (3) way valve to resolve the issue. The fse verified system performance was successful. No further issues were reported. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The customer was satisfied with service. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4)..

Event description:
The customer reported the generation of erroneously high sodium patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.